Manufacturer narrative:
Additional information noted the automated impella controller was returned and not discarded, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, d.9 device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. D.4 expiration date should of been left blank on the initial manufacturer report as the automated impella controller does not have an expiration date. D.6a and d.6b these fields should of been left blank on the initial manufacturer report that was submitted as the automated impella controller is not implanted.

Manufacturer narrative:
The product with event logs were received and the investigation was completed. Service history review noted there are no quality notifications associated with the complaint device's most recent service report. Subcomponent lot review revealed there are no other product malfunction complaints in the subcomponent lot related to the complaint failure mode. In summary, there were no issues related to the complaint discovered when reviewing the product history of console ic3191. The case associated with the reported complaint was initiated on aug 10, 2025, with the pump (sn: (B)(6)). During support at p-level p1, on the complaint date (B)(6) 2025, the log recorded ¿(B)(6) 2025 17:03:15 processsampleforopminvalidsignalerror: calculator placement signal 1036.¿ at this timestamp, rt log confirms that the pump was disconnected, as the signal not reliable (snr) dropped. Although the pump was disconnected, the console did not recognize the disconnection and displayed the following three alarms, which confirm the reported failure mode. ¿impella stopped (mechanical/electrical issue) ¿ alarm,¿ ¿impella stopped (motor current high) [detected by epc] ¿ alarm,¿ issued, and ¿impella stopped. Retrograde flow. - alarm issued.¿ when the user tried to shut down the console, it displayed ¿shutdown requested by user, but pump is connected,¿ most likely due to a malfunction in the impellatronic disconnection mechanism. Since the pump disconnection was not recognized, the console continued to calculate the placement signal without the pump, resulting in the ¿placement signal not reliable (out of range - optical)¿ alarm. The console was then forcefully shut down and restarted four times. After each restart, the console displayed the ¿unexpected controller shutdown¿ alarm. Device analysis: this console was tested. The pump disconnection issue could not be reproduced. Following the same sequence of actions as on the complaint date - while running the pump at p-level p1 on battery power¿the console recognized the pump disconnection when the pump was disconnected. The root cause of the console not recognizing the pump disconnection was most likely a malfunction in the impellatronic disconnection mechanism. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The automated impella controller device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. Post the impella cp removal from the patient and disconnecting the impella cp from the automated impella controller (aic), three red alarms displayed: impella stopped retrograde flow, impella stopped motor current high and complete procedure. All three alarms would not clear although the impella cp was unattached to the aic. There was no harm to the patient as a result of this event as this event occurred after successful wean and explant of the pump from the patient.